Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.

Manufacturer narrative:
Additional information: according to the information received, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. Further additional channels showed hi status after reported head trauma. The recipient was re-fitted and is doing better. The device remains implanted and in use and the user will be further monitored.

Event description:
The user's hearing performance with the device is affected.